Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Batch record review showed that all testing results are within specification. A retention sample of this batch was tested and all results conform to the specifications for the tested parameters. There has been one similar complaint reported in the lot number. Additional has been requested. (B)(4).

Event description:
A pharmacist reported granules, filaments and bright deposits in the solution. She stated the event occurred during surgery. Additional information has been requested.